Event description:
It was reported during a meeting with the patient for reprogramming of her scs system, the patient's scs lead showed multiple contacts with invalid impedances. The representative was able to reprogram the patient's scs system and give the patient effective stimulation therapy, however, the issue reoccurred. Follow-up identified surgical intervention was taken and the patient's scs lead was explanted and replaced with a new one. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.